Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-03933. It was reported the patient ((B)(6)) experienced suspected infection along with rash at the incision site. The patient was treated with an antibiotic named keflex. However, after two days of antibiotics the patient broke out with a rash and experienced itching. The patient discontinued the antibiotics and was treated with anti-histamines and steroids. After physical examination the physician concluded there was no infection present at the time and the issue was not related to the scs system but was more likely related to the reaction to the medication.

Manufacturer narrative:
Reference MFR. Report number was unintendedly listed incorrect in the initial report. This report consists of correct information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-03934. Additional information received identified the issue has been resolved and the rash is no longer present.